Event description:
It was reported the patient had coupling and/or communication issues with the device. The patient attempted to use antenna locate to improve communication but it was unsuccessful. It was stated that the implantable neurostimulator (ins) was angled after a seizure and consequent fall that occurred 2-3 months prior to report. The patient noticed the ins was angled rather than flat three days after the seizure. An ins flip was not confirmed at the time. It was also reported that the patient had a seizure 3-4 months prior, and had not felt stimulation or been able to charge the device since that time. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot# v016985, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355029, lot# n080418, implanted: (B)(6) 2007, product type accessory; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).